Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was used for oncology procedure, which was completed as planned by restarting the system. The philips remote service engineer (rse) checked the system remotely and the customer stated that the system was unable to send images to pacs (picture and archiving and communication system). To resolve the issue, the rse rebooted the system, after which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to send images to pacs (picture and archiving and communication system). The user restarted the system, but the system was unable to boot back up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.